Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A risk manager reported that a patient's left eye prescription was written incorrectly by the doctor. The sphere was written with a minus sign instead of plus on manifest refraction so the procedure was done incorrectly. At one day post operative appointment, the left eye was still hyperopic. The patient underwent an enhancement procedure to correct the left eye for monovision. The patient is reported to be doing well.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company¿s acceptance criteria. The system history shows that the laser was verified successfully prior to the date of treatment. Logfile review could confirm that the wrong data was entered. However, the device was working as intended. No technical problem identified. No technical root cause was identified as the product was found to be within specifications. The root cause could be confirmed as use error due to wrong data entry. The data entry has to be made manually and has to be confirmed by pressing ok button. (B)(4)